Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). Patient had suture sling on both sides due to proximal perforation. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a replacement surgery due to an unspecified reason with his inflatable penile prosthesis (ipp). Patient had suture sling on both sides due to proximal perforation. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Further information was requested and not yet received. Product investigation completed. Device was found to meet specifications. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device evaluation: the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).